Manufacturer narrative:
The returned device was examined. The tip was found to be fractured. Previous failures of this nature have been attributed to a concentration of stresses due to improper seating an/or off-axis forces. The complaint is confirmed. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Event description:
It was reported that during the procedure the tip of the screwdriver twisted. There was no further surgical information provided and no reported patient impact. However, device evaluation by a zimmer biomet personnel found the tip of the driver to be fractured.